Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the ICU. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly was sticky. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the side rail latch assembly to resolve the issue. Based on this information, no further action is required.